Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure while attempting to implant the right ventricular leadless pacemaker (vlp) anatomical challenges caused a delay, contrast was taken through the device and a pericardial effusion was observed causing the patients¿ blood pressure to drop significantly. A pericardiocentesis was performed and the procedure was abandoned. The patient was in stable condition.

Manufacturer narrative:
The catheter was returned without a reported complaint. As received, a complete catheter was returned in one piece with the protective sleeve covering the distal end. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The catheter was returned without a reported complaint. As received, a complete catheter was returned in one piece with the protective sleeve covering the distal end. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.